Event description:
Event description cpi received information that this endotak transvenous defibrillation lead became dislodged. The patient was experiencing high thresholds. The lead was repositioned in august 1999. On november 10 the lead was exhibiting poor sensing and high thresholds. Lead remains active in patient. No further information is available.